Manufacturer narrative:
H6: method" device not returned, results: no conclusion can be drawn.

Event description:
The curette was used to scrape and score sclerotic bone during a kyphoplasty procedure. During use, the physician reported that he felt that the curette snapped. The curette was easily removed from the vertebral body. When examined, it appeared as though the tip of the curette had fallen off. It is likely that this piece was implanted into the vertebral body.